Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-01769 and 1627487-2010-01767. The pt received her scs sys, which included a neurostimulation receiver and two percutaneous (octrode) leads, on (B)(6) 2004. In (B)(6) 2007, the pt's two octrode leads were revised due to lead migration. At that time, the physician electively upgraded the pt from a neurostimulation receiver to an ipg. In (B)(6) 2008, the two octrode leads were explanted and replaced with one lamitrode lead. The ipg (implanted in (B)(6) 2007) remained in use; however, during the revision procedure, the physician noted the ipg had some scratches on the can, but they appeared to be cosmetic in nature. In (B)(6) 2008, the ipg was explanted and replaced due to intermittent overstimulation and increased charging times. The explanted ipg was returned to the MFR for analysis; however, the explanted leads were discarded by the facility. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.